Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, combo product orders displaying as "zz ims template" instead of actual medication name. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the combo product orders were displayed as "zz ims template" instead of showing the actual medication name. The technical support specialist logged into the es server and observed that order had its description set to "zz ims template" it was noted that the medication name in the facility formulary appeared correctly and did not reflect the "zz ims template" label. Upon reviewing the message details, it was found that the give code message description for the order was also listed as "zz ims template" indicating it was a multi-component order. The customer was informed that the description field displayed by pyxis was functioning as designed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, combo product orders displaying as "zz ims template" instead of actual medication name. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.